Event description:
It was reported that the patient had pain on the opposite side of the implant, perhaps where the leads were placed, since the implant 11 days prior. The patient went to the emergency room for the pain. The patient planned to see the health care provider the following day. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).